Event description:
It was reported when using the pyxis medstation es system, the device screen froze. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that corrupted file in the system. A technical support specialist executed a backup and removed the database, subsequently initiating a full synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.